Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent posterior cervical fusion at c3-c6 due to central canal stenosis of cervical spine with paralysis. Intra-op, set screw sheared. The mas cross link was placed over the male hex post and while placing the mas crosslink locking set nut, the male hex post sheared off. The residual screw remained in the mas vertex screw locking down the rod. Set screw was tightened using the torque and counter torque wrenches provided in the set. Because the rod was safely locked into the mas, no further steps were taken. The set screw remained in the patient; however the fragments were retrieved. No patient complications were reported.